Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. Customer stated that the transmitter was unable to connect to the sensor. Customer was unable to connect due to missing cannula. The sensor will not be returned for analysis.